Event description:
There was no x-ray or flouroscopic evidence of fracture. This was taken out at the request of pt. It is not known whether it was already fractured or fractured during removal. No harm to pt.